Event description:
Device report from synthes (B)(4)reports an event as follows: it was reported that the helical blade inserter was received in the medical device reprocessing department (mdrd) assembled. The staff was unable to remove the attachment. No further information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: the returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned device shows significant use during its 5+ year lifespan, and it appears to have received many errant hammer blows to the alignment knob and gold handle. Both components have numerous gouges and marks from repeated hammer strikes. The alignment t-knob is not able to be removed which is necessary for cleaning/sterilization purposes. Technique guide j3900-I documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition and the instrument age, this complaint condition was most likely caused by the method of use. A visual inspection, dimensional inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed, but does not appear to be due to the design of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacture date: february 23, 2010 - manufacture location: (B)(4). The device history record was reviewed and a non-conformance report (ncr) was found on raw material part number 31015 / lot 6080273 for the od undersize. The me accepted twelve out of the thirteen total bars of material as ¿use as is¿ because the undersize condition will not affect the final size of the part or machining process. One of the 13 undersize bars of material was scrapped. This non-conformance is not relevant to the complaint condition because the issue is raw material. Rework was found on part number 357.372.1 / lot 6312183 at the passivation operation 32 on the work order. The rework cleaned the ID of the shaft. The parts were inspected 100% after rework and passed. This rework is not relevant to the complaint condition because the rework is for a visual on ID if shaft component. The non-conformance and rework found in this DHR review would not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.